Event description:
A customer reported that there was damage to the pump housing, specifically around the usb port, but it did not affect the pump's ability to charge. Although the damage did not impact blood glucose levels, the pump could no longer be guaranteed watertight. As the customer was unsure how the damage occurred, possibly due to normal wear and tear, they were advised to receive a replacement pump with updated software. The customer agreed to use an alternate method if necessary and was instructed on storage procedures and returning the damaged pump. Technical support ensured shipping details were confirmed and informed the customer about returning the pump within ten days to avoid additional charges. The customer acknowledged they would need to program and connect their cgm to the replacement pump.